Manufacturer narrative:
Additional information stated that the abbott medical optics intraocular lens (iols) are not suspicious anymore, because it happened also with other types of iols. To date, the lens remains implanted. The manufacturing record review indicated that all process operations presented in the manufacturing records from generation to boxing were in compliance. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Abbott medical optics in europe reported that a patient experienced endophthalmitis after implantation of an intraocular lens.

Manufacturer narrative:
Patient outcome: no visible damage, visual acuity 0.8. In the patient's anterior chamber, corpus vitreum and conjunctiva and general blood investigation (B)(6) was found. The patient was treated with topical chloramphenicol and moxifloxacin orally. The hospital was audited by the hygiene experts (microbiologist, sterilization expert, hospital hygienist) from the university hospital and may tests were performed. The balanced salt solution was not tested. There was no link to anything at all that was used in the operating room (or) or that could have caused the infections.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was provided by the doctor stating that the complaint was not related to the abbott medical optics product. It was stated that the doctor found different types of bacteria that were related to the patient and not to the intraocular lens. (B)(4): placeholder.